Event description:
The rptr stated that rptr did meter to lab comparison tests, 10 minutes apart. Rptr's meter reading was 98 mg/dl, and the venous lab test result was 126 mg/dl. Rptr did not have any symptoms. A control solution test was in range, 121 (91-135). On followup, the rptr stated that rptr had never cleaned the meter prior to when rptr was troubleshooting during the report. No harm was alleged.